Event description:
It was reported that a balloon rupture occurred. A 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery (lad). A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post procedure.